Event description:
It was reported that while using a regular retainer, the patient had a sore in the mouth and gum recession. With pain. The gum line on a retainers was too low and too tight.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.